Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to a possible fracture. Impedances were greater than 2500 ohms and the threshold was 3.3v@1.0ms in unipolar. There were no adverse patient events reported. Should additional information be received, this file will be updated.